Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled fragment is free lying') and fallopian tube perforation ('fallopian tube perforation/ complete coils protruding into uterine cavity') in a 47-year-old female patient who had essure (batch no. B53560,b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: details regarding essure confirmation test is unknown. Concurrent conditions included asthma, sleep apnea, hydrosalpinx, diarrhea, abdominal pain, itching, skin lesion, genital herpes simplex, actinic keratosis, yeast infection, vaginal itching, vulvovaginal candida, pruritus vulvae and myalgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), vaginal infection ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine headache ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced headache ("migraines/headaches"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), the first episode of urinary tract disorder ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), uti ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), bladder disorder ("bladder / urinary") and the second episode of urinary tract disorder ("bladder / urinary") and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, migraine, back pain, abdominal pain, fibromyalgia, psychological trauma, uti, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, neoplasm and headache outcome was unknown and the genital haemorrhage, bladder disorder and the last episode of urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine headache, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of urinary tract disorder, migraine, uti and the second episode of urinary tract disorder to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted in essure implant date (B)(6) 2014, (B)(6) 2015. Essure placed left 2014 and right placed 2015. Patient received treatment for pain, bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Concerning the injuries reported in this case, the following one was described in patient¿s social media records device monitoring procedure not performed". Batch no -b53558, production date -2013-07-24, expiration date -2016-07-31. Batch no -b53560, production date -2013-07-25, expiration date - 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event genital haemorrhage, pelvic pain were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled fragment is free lying') and fallopian tube perforation ('fallopian tube perforation/ complete coils protruding into uterine cavity') in a 47-year-old female patient who had essure (batch no. B53560,b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: details regarding essure confirmation test is unknown. Concurrent conditions included asthma, sleep apnea, hydrosalpinx, diarrhea, abdominal pain, itching, skin lesion, genital herpes simplex, actinic keratosis, yeast infection, vaginal itching, vulvovaginal candida, pruritus vulvae and myalgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), vaginal infection ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine headache ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and uti ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, migraine, back pain, abdominal pain, fibromyalgia, psychological trauma, urinary tract disorder, uti, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine headache, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, migraine and uti to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted in essure implant date (B)(6) 2014, (B)(6) 2015. Essure placed left 2014 and right placed 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Concerning the injuries reported in this case, the following one was described in patient¿s social media records device monitoring procedure not performed". Most recent follow-up information incorporated above includes: on 16-jan-2020: information received via social media. Event" plaintiff did not undergo confirmation test" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled fragment is free lying') and fallopian tube perforation ('fallopian tube perforation/ complete coils protruding into uterine cavity') in a 47-year-old female patient who had essure (batch no. B53560,b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: details regarding essure confirmation test is unknown. Concurrent conditions included asthma, sleep apnea, hydrosalpinx, diarrhea, abdominal pain, itching, skin lesion, genital herpes simplex, actinic keratosis, yeast infection, vaginal itching, vulvovaginal candida, pruritus vulvae and myalgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), vaginal infection ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine headache ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced headache ("migraines/headaches"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and uti ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, migraine, back pain, abdominal pain, fibromyalgia, psychological trauma, urinary tract disorder, uti, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, neoplasm and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine headache, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, migraine and uti to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted in essure implant date (B)(6) 2014, (B)(6) 2015. Essure placed left 2014 and right placed 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Concerning the injuries reported in this case, the following one was described in patient¿s social media records device monitoring procedure not performed". Batch no -b53558 production date -2013-07-24 expiration date -2016-07-31. Batch no -b53560 production date -2013-07-25 expiration date - 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs received: new event headaches was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled fragment is free lying') and fallopian tube perforation ('fallopian tube perforation/ complete coils protruding into uterine cavity') in a 47-year-old female patient who had essure (batch no. B53560,b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: details regarding essure confirmation test is unknown. Concurrent conditions included asthma, sleep apnea, hydrosalpinx, diarrhea, abdominal pain, itching, skin lesion, genital herpes simplex, actinic keratosis, yeast infection, vaginal itching, vulvovaginal candida, pruritus vulvae and myalgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), vaginal infection ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine headache ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and uti ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, migraine, back pain, abdominal pain, fibromyalgia, psychological trauma, urinary tract disorder, uti, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine headache, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, migraine and uti to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted in essure implant date (B)(6) 2014, (B)(6) 2015. Essure placed left 2014 and right placed 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Concerning the injuries reported in this case, the following one was described in patient¿s social media records device monitoring procedure not performed". Batch no -b53558 production date -2013-07-24 expiration date -2016-07-31. Batch no -b53560 production date -2013-07-25 expiration date - 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled fragment is free lying') and fallopian tube perforation ('fallopian tube perforation/ complete coils protruding into uterine cavity') in a (B)(6) female patient who had essure (batch no. B53560,b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: details regarding essure confirmation test is unknown. Concurrent conditions included asthma, sleep apnea, hydrosalpinx, diarrhea, abdominal pain, itching, skin lesion, genital herpes simplex, actinic keratosis, yeast infection, vaginal itching, vulvovaginal candida, pruritus vulvae and myalgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine headache ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect"), uti ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and the second episode of vaginal infection ("claimed bladder/urinary problems- urinary problems, uti, vag. Infect") and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, migraine, back pain, abdominal pain, fibromyalgia, psychological trauma, urinary tract disorder, uti, the last episode of vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine headache, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vaginal infection, migraine, uti and the second episode of vaginal infection to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted in essure implant date (B)(6) 2014, (B)(6) 2015. Essure placed left 2014 and right placed 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet and medical records were received. Events smaller coiled fragment is free lying, fallopian tube perforation/ complete coils protruding into uterine cavity, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, urinary tract infection, depression, mental anguish, migraines/ headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain and tumor. Lot number, medical history and concurrent condition were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.